Event description:
It was initially reported that the patient, implanted for gastrointestinal/pelvic floor and urinary dysfunction, experienced a loss of therapeutic effect. Signs and symptoms included symptom return of increase urgency, incontinence, and frequency. Impedances were noted as okay and the device was reprogrammed on (B)(6) 2013. The etiology was "due to programming" and the final program date was (B)(6) 2013. The event was "possibly" related to device or therapy and unlikely related to procedure. Severity was noted as mild. The event was noted as ongoing. Additional information received on (B)(6) 2014 reported the patient was reprogrammed in (B)(6) 2014 and that the patient also did self -catheterization. It was also noted that urodynamic results showed detrusor over activity and small capacity bladder. Impedance measurements were all okay. On (B)(6) 2014, it was reported that interventions included a medication adjustment. It was noted that the patient was prescribed vesicare 10mg daily. It was noted that intervention included reprogramming. It was noted that intervention includes medical or non-surgical therapy specifically self-cauterization on (B)(6) 2014. The patient continued to have symptoms even after botox as reported on (B)(6) 2014. Additional information received on (B)(6) 2014 reported that interventions included a medication adjustment. It was noted that the patient was prescribed vesicare 10mg daily. It was noted that intervention included reprogramming. It was noted that intervention includes medical or non-surgical therapy specifically self-catherization on (B)(6) 2014. Additional information received from a healthcare provider for a clinical study on (B)(6) 2016 reported the event was ongoing without further action needed. The patient exited the study on (B)(6) 2014 and still had ongoing symptoms at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.